Manufacturer narrative:
No product returning for evaluation. Should new information become available; a supplemental form will be submitted.

Event description:
It was reported that the customer had low blood glucose level (48 mg/dl). Customer temporarily stopped insulin delivery to stabilize her blood glucose level.